Manufacturer narrative:
This report is being filed on an international product, list number 191-000j that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with ID now covid-19 performed on 11may2022. The result from the first test was positive. The repeat test generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185911 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m185911 and test base part number 190-430 / lot m185911. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185911 showed that the complaint rate is (B)(4)% in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.